Event description:
During index procedure the physician used four in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the left leg (l1). Two complete se stents were also implanted on the same day. Approximately 24 months post index procedure patient had stenosis (90%) of the sfa left (l1) which was related to the target lesion and was treated with one deb approximately 9 days later. Investigator indicated that the event was not related to the study device, procedure and drug.

Manufacturer narrative:
Conclusion: restenosis. (B)(4).

Manufacturer narrative:
Cec adjudicated that the previously reported stenosis is related to the study device but not related to the procedure or paclitaxel.